Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient stopped using the device several months ago due suffered a previous fall. Reportedly, patient experienced discomfort at the pocket site (described by the patient as heating sensation) with stimulation turned off. Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which the ipg was explanted and replaced with a new model. The issue is resolved.